Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioflex meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the original, limited, customer service representative (csr) documentation since the patient refused to answer all the questions asked, or to be contacted again. The patient claimed the subject meter was reading inaccurately on (B)(6) 2016 when she obtained an alleged inaccurately high blood glucose result with the subject meter of ¿5.4 mmol/l¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that at the time of obtaining the result, she felt ¿low¿ with symptoms of ¿shaking¿. She reported that the emergency medical service (ems) was contacted and her low blood glucose level was ¿confirmed by the ambulance¿. However, the patient was unable or unwilling to provide the result obtained on the ems meter. The patient reported that she received treatment from the ems, but she was unwilling to disclose the nature of the treatment she received. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure. The patient was unwilling to answer any more troubleshooting questions as she was angry and upset. No products are being replaced or returned for investigation. This complaint is being reported based on the following conclusions: although the patient reported that her symptoms began prior to her obtaining the alleged inaccurate result on the subject meter, it cannot be determined with all certainty that the meter may have been reading inaccurately prior to this time, causing the patient to over-medicate, resulting in the symptoms she reported.